Manufacturer narrative:
1 of 1 devices were returned for evaluation. Evaluation of 1 device found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.

Event description:
This report summarizes 1 malfunction event where a midwest stylus plus handpiece would not hold burs. No injury resulted.